Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted into a failed 19mm magna surgical aortic valve. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)